Event description:
The manufacturer received information alleging a ventilator service required alarm occurred. There was no harm or injury reported. The ventilator was evaluated by a field service engineer and the customer¿s complaint was confirmed. During the evaluation, the device failed a test step during testing. The device's system board, machine flow sensor, and fio2 sensor were replaced to address the issue.